Event description:
On 07/18/2023, znyo medical received a report from a customer reporting the pump had failed 30psi:310k. No patient injury/harm reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #: (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).